Event description:
Approximately a 3cm length tip of a 5 french catheter (closed tracheal suction system) was found by x-ray in neonate's lung. Unknown what happened and how the piece got there. Baby required surgery for removal of foreign body. Tip piece was noted to be jagged on the end opposite the black tip.